Manufacturer narrative:
Investigation included a review of the event details and instructions provided to shut down the device and return it, with data not transferred to the replacement. Investigation of this case revealed a suspected motor stall within the pump mechanism consistent with a hardware malfunction not resolved by user troubleshooting. It was concluded that the device experienced a hardware-related motor stall and replacement was initiated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet insulin pump displayed alert 38 indicating repeated motor stalls that persisted after multiple supply changes, priming, and rewinding, and the patient moved to backup therapy while a replacement was arranged. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact to the patient and continued glucose monitoring with a cgm.